Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent the fluid from freely flowing through the fluid path and leaving via the distal tip of the soft cannula. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Further investigation of the device discovered cracks on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 24 and 36 hours on the back. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.